Manufacturer narrative:
The purpose of this follow up is to correct the initial submission (B)(4). Section b5 updated to state, " upon receipt of the translation of complaint (B)(4), it was learned that an alternate sized implant was used to immediately and successfully complete the implant procedure." This complaint is non-reportable.

Event description:
Upon receipt of the translation of complaint (B)(4), it was learned that an alternate sized implant was used to immediately and successfully complete the implant procedure.

Manufacturer narrative:
Lot information unknown and if it becomes available a follow-up report will be submitted.

Event description:
Per complaint (B)(4), patient experienced lack of primary stability.